Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the first obtuse marginal artery that was 70-90% stenosed. A 190 cm whisper guide wire was used; however, it caused a perforation which was noted under rx imaging. The perforation was treated with balloon inflation under transthoracic echocardiogram. However, this did not seal it; therefore, a microcatheter was used and subcutaneous fat from the inguinal area was injected and sealed the perforation. The device was then removed and the tip was noted to be prolapsed. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). If follow-up, what type?.correction: - lot number. (B)(4). Evaluation summary: the device was returned for analysis. The reported prolapse was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires instructions for use (IFU) states: do not: allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The reported patient effect of perforation is listed in the hi-torque guide wires instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported prolapse appears to be related to circumstances of the procedure. The reported difficulties possibly contributed to the reported prolapse, however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.